Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. It's been difficult getting their blood glucose down. The customer has changed her site, but it did not resolve the issues. Customer's current blood glucose was 245 mg/dl. Customer's blood glucose ranged between 213 mg/dl - 555 mg/dl. No bent cannula was noted. The customer was advised to call back when they received tubing clamps in order to perform high pressure test. Customer was advised to monitor insulin pump.